Event description:
Upon ICD interrogation during a regular follow-up, it was noticed that several arrhythmia episodes were classified as ventricular fibrillation by the implant. However, the review of these episodes did not reveal any vf, and physician suspected the presence of external noise oversensing. An explanation is required.

Manufacturer narrative:
On (B)(4) 2013, this event concerns a device that was manufactured and used outside the united states. Analysis is pending.